Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an unrelated procedure the patient's right ventricular lead tip may have been damaged or microdislodged. Post-implant the lead was interrogated and it was noted that there was no capture at high output and there was a sensing issue. The patient has a lead revision planned and was in stable condition.

Event description:
New information received notes that the patient had an attempted right ventricular lead extraction. The extraction of the lead was attempted but failed. The lead was capped on (B)(6) 2018 and a new lead was implanted. The patient was stable post-procedure.